Manufacturer narrative:
(B)(4). It was reported that the patient was on hemodialysis and that the removal of the peritoneal dialysis catheter was planned by the treating physician. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, peritoneal dialysis therapy was discontinued for a ¿few days¿ due to the patient having cloudy effluent. The cloudy effluent continued and was a manifestation of the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized two days after the onset of the peritonitis event and was treated with vancomycin (2 grams, frequency and route not reported) and fortum (1 gram, frequency and route not reported). At the time of this report, the patient was recovering. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.